Event description:
It was reported that there was a pocket infection within a month of implant. The device was explanted and not replaced. The patient is part of the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.